Event description:
The customer reported that while in patient use the ventilator gave a transducer fault error in the alarm display. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Manufacturer narrative:
Received vela main pcba and, installed on known good unit; powered unit on with received settings on uvt mode with no alarms on top banner. Event error log has multiple xdcr fault logs, reported problem was duplicated. This is considered a known issue addressed with an internal action.